Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that all of a sudden, about 2 days ago, therapy stopped working. They are starting to go more often, and yesterday they had to do 4 or 5 washes of sweat pants and underwear each time. Patient has not had any bad falls or traumas; however, they stated that they had their right knee replaced this year and they had an epidural during the procedure. When ps asked the patient if the loss of therapeutic effect started immediately after the knee replacement, the patient was unclear. Patient called back and reiterated that they traveled over the weekend with their daughter, and they went to a football game and had multiple accidents, and they didn't even know it. Patient stated they had to take a shower afterwards. Patient stated they had tried to connect to their settings previously but had been unable to connect, so they called patient services. Patient services was able to walk the patient through connecting to their settings, and the therapy was on. The patient was able to increase the stimulation and confirmed it was comfortable. Patient reiterated they'd had knee replacement surgery in (B)(6) 2024 that they'd had an epidural for it, and patient stated they were thinking that maybe the 'anesthesia' messed them up. The patient further clarified that maybe the surgery did something to their implanted system, but they weren't sure. Patient services redirected the patient to follow up with a health care provider (hcp) to check the implanted system. Re-sent the patient health care provider (hcp) listings at the patient's request. Patient stated they hadn't changed programs in a while, so patient services reviewed with the patient to discuss with their hcp when they spoke with one the potential of trying a new program. .

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.